Manufacturer narrative:
Initial.

Event description:
It was reported that the user stated their charger was not working and that the ilet battery would likely deplete soon, and no troubleshooting was performed because the user discarded the charger; replacement supplies were shipped. Symptoms included no reported adverse health effects. Outcomes included no reported impact to health or need for medical care. Investigation included a review of the complaint and arrangement for replacement accessories. Investigation of this case revealed an inability to evaluate the reported charging issue due to the absence of the charger, with no device alarms reported and no evidence of a device malfunction beyond the reported accessory problem. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable evidence and user handling of the accessory.